Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient with an implantable pump containing fentanyl and baclofen (unknown) for non-malignant pain. It was reported that the patient stated that they had an magnetic resonance imaging (MRI) done yesterday and when they came out and tried to deliver a bolus, they got a message that said 'pain pump stall.' It was mentioned that the patient stated that they had the MRI done before but had never had this problem. The patient restarted their handset and was able to deliver bolus. Agent confirmed that there were no alerts on the handset. Agent redirected patient to healthcare provider (hcp) to further address the concern. Patient stated that they already contacted their hcp and was waiting for a call back.